Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redq3899 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "on (B)(6) 2019, the child underwent a "right upper extremity PICC catheterization" under ultrasound guidance, and the catheterization went smoothly. On (B)(6) 2019, a leak was found in the infusion hall of the infusion hall. After inspection, the cause of the leak was that the joint of the extension tube of the catheter was cracked."